Manufacturer narrative:
Based on the provided information, the centrifuge time of 4 minutes was found to be unacceptable. The field service representative found that a nozzle was split where it connects to the waste vessel, causing a high concentration of waste. The field service representative replaced tubing and inspected the sampling system, ise sipper, and reagent probes for any problems. All 3 systems performed successfully. He verified cuvettes were being washed and dried correctly after the tubing repair and that the gear pump pressure and main water pressure were set correctly. He ensured the alignment of the sample and ise probes were correct. After service actions were performed, the operator successfully performed qc. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium, potassium, and chloride results for 1 patient sample on a cobas 6000 c (501) module. The initial sodium result was 168.69 mmol/l with a data flag. The sodium result was repeated twice. The repeated sodium results were 139.00 mmol/l and 140.57 mmol/l. The initial potassium result was 5.47 mmol/l with a data flag. The repeated potassium result was 4.64 mmol/l. The initial chloride result was 80.20 mmol/l with a data flag. The repeated chloride result was 101.83 mmol/l. The results were reported to the physician. The repeated results were believed to be correct. The sodium electrode lot number was c4512. The chloride electrode lot number was r1929. The potassium electrode lot number was j0170. The expiration dates for the electrodes were requested but not provided.